Event description:
It was reported that a wireless module would not connect to the customer's wireless network. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The wireless module was received inoperable due to a "will not connect" condition. The module failed due to a failure on the radio pcb rendering the unit un-repairable. The un-repairable wireless module was removed from service.